Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not release clip easily after clip was fully applied. Upon inspection, tip of clip applier was bent. Instrument was removed and replaced with no adverse events or fragments fallen into the patients. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Surgeon did not experience any motion issues when using the clip applier. No issues with the clip applier jaws remaining static/not moving when surgeon commanded movement. No issues related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). Incident occurred on the first attempt. Customer used a backup clip applier to resolve the issue. No photos or videos. Customer confirmed instrument information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.